Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication for use. It was reported that the patient heard an alarm and the caller wanted to know how to play the alarms for the patient. Technical services (ts) reviewed that it was not documented in the logs and the patient must have heard something different. The result of the call was that the hcp was going to play the test alarm and confirm if it was what the patient heard. It was reported that early replacement indicator (eri) did occur recently but no alerts or issues in the logs were soon. No patient symptoms/complications reported with this event. Additional information received from a health care provider (hcp) provided patient identifying information and the serial number of the patient's pump. It was confirmed that the patient heard the alarm from the pump. The hcp further reported that the day they called mdt, they were told that if she heard an alarm it would've showed on the logs. The hcp stated that this was incorrect information. The patient had reached her eri on 2023-09-26 and she had been alarming since and it was only noted one time on the logs. The hcp stated that they found this out as she's been to the clinic since the continual alarming. The cause of the pump alarm was determined to be a non-critical eri alarm. Actions/interventions taken included none on the day they called. When she heard alarms and came to the hcp's clinic days later, a different rep told another nurse that it will only show on the logs one time but will continually alarm (once an hour x 90 days). The nurse was walked through how to silence the alarm.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.